Event description:
Per information provided: on (B)(6) 2012: patient was diagnosed with multiple incisional hernias thereby underwent open repair with the implant of ventralex st mesh (device 1, 2) and composix kugel patch (device 3). Per op notes, ¿the patient was found to have hernias at the previous ileostomy and mucus fistula sites. The median ventralex st mesh (device 1) was placed on previous mucus site in the right upper quadrant and secured using sutures. The one in right lower quadrant was repaired using a large ventralex st mesh (device 2) and sutured. The midline incisional hernia was repaired using a composix kugel mesh (device 3) was placed and secured in several different locations using sutures.¿ on (B)(6) 2014: patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the ventralex st mesh (device 4). Per op notes, ¿in the periumbilical region, there was a definite recurrent incisional hernia noted. Omental adhesions were taken down. The mesh (device 1, 3) was somewhat buckled, but there was no obvious tear. A large ventralex st mesh (device 4) was placed into defect and secured using sutures.¿ on (B)(6) 2015: patient was diagnosed with five time recurrent incarcerated incisional hernia; small bowel stricture thereby underwent implant of bard soft mesh (device 5). Per op notes, ¿extensive adhesions to the small bowel and mesh were lysed. Loop of small bowel was incarcerated up within the hernia around the mesh reduced. The area of small bowel matted to mesentery appeared to be thickened and strictured was resected. The defect was noted. The midline lateral abdominal wall masses were removed and there was no intraperitoneal mesh. The myofascial flaps were raised on both sides. The scarred with all prior mesh was noted. The bard soft mesh (device 5) was placed in a diamond configuration using sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. This MDR represents the ventralex st mesh (device 4). Additional supplemental emdr's were submitted to represent the ventralex st mesh (device 1) and composix kugel mesh (device 3). An additional MDR was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.